Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. At this time last year, the estimated battery longevity showed 2.5 years remaining, but recently declared elective replacement indicator (eri). It was noted that the patient is not pacemaker dependent. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.